Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported failure to cross and difficulty to remove could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exception issues for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use (IFU) states that an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Should any resistance be felt at any time during withdrawal of the coronary stent system, the entire system should be removed as a single unit. In this case, it is most likely that re-insertion and interaction with the guideliner contributed to the reported stent dislodgement.

Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with moderate tortuosity and heavy calcification. Pre-dilatation was performed and the 2.75 x 12 mm vision stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. The sds was removed and a guideliner was advanced. The vision sds was re-advanced, but still could not cross due to the anatomy. During removal, resistance was noted with the guideliner. The sds continued to be pulled and the stent became loose on the sds balloon; therefore, the devices were removed as a unit. After the devices were removed, it was noted that the stent completely dislodged inside the guideliner. A non-abbott sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.